Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the proximal seal was rolled and loaded in the delivery device. The seal was cracked along the sixth and eight rows from the center. The safety lock and white plunger were depressed on the delivery device. There was no evidence of blood in the delivery device tube. The device was deployed per the IFU by placing a single finger over the seal to anchor in place while slowly pulling the delivery device back. The device deployed without complications. Based upon the eval results, the reported complaint for failure to deploy could not be confirmed as there was no evidence of blood in the delivery tube, indicating that the device was not attempted to be deployed into the pt; however, the complaint was confirmed for the cracked seal. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal did not deploy. A replacement device was used to complete the procedure. The hosp did not report any pt effects.